Event description:
It was reported that the 9600 system had a bright, grainy images during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The settings were adjusted during the service call. The system was tested and found to be working as intended and put back into service.